Event description:
It was reported that an ilet user wearing a dexcom g7 experienced hyperglycemia after eating cereal, with a fingerstick blood glucose of 356 mg/dl and subsequent sensor readings up to 382 mg/dl; tubing was checked with observed drops, the infusion set was recently changed, and insulin delivery was paused and then successfully resumed. Symptoms included anxiety. Outcomes included a downward glucose trend to 320 mg/dl by the end of the call and a plan for follow-up to confirm continued improvement, with no medical intervention or hospitalization required. Investigation included customer service troubleshooting, user re-entry of fingerstick glucose into the ilet, tubing function check, and resumption of insulin delivery. Investigation of this case revealed no device malfunction could be confirmed and the cause of hyperglycemia remained unclear. It was concluded that the event was consistent with hyperglycemia of undetermined cause and that the device functioned as intended based on successful resumption of delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.